Manufacturer narrative:
The investigation of hemolysis has been completed. Hemolysis: clinical details state that hemolysis was present on the first day of support and the physician felt like it was caused by the impella. Repositioning did not resolve the issue. The patient's condition worsened overnight and p-level was reduced to p-6 due to hemolysis. The patient was improving by the next day. On day 4 of support, the pump was dislocated due to mobilization and was quickly successfully repositioned. The hemolysis was not present anymore the next day. The product was returned and evaluated. There was no biomaterial found on or around the impeller. No cannula kinks were observed. There was no damage to the impeller or abnormalities with the pump. The pump passed hemolysis testing with an mih of 2.18. Data log review did not show any motor current spikes indicating biomaterial ingestion or suction alarms on the day the hemolysis started. There was no significant trend in placement signal. There was one impella in aorta alarm on the first day that was resolved within a minute. The root cause of the hemolysis was most likely patient condition since the patient's condition was worsening the night of the hemolysis report, the hemolysis had resolved by the last day of support, and the returned pump passed hemolysis testing. D9 device returned to manufacturer date added.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that a patient developed hemolysis during impella cp support. The power level was lowered and support was continued uninterrupted.